Event description:
The customer reported that the patient developed an unstageable sacral pressure injury while on the envision blower surface device on a stryker frame (third-party vendor) due to the surface not being configured to the stryker frame. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported that the patient developed an unstageable sacral pressure injury while on the envision blower surface device on a stryker frame (third-party vendor) due to the surface not being configured to the stryker frame. During a follow-up call with the customer, the customer reported that the patient¿s pressure injury was debrided chemically with santyl ointment due to the patient¿s age (B)(6), and that no further intervention was provided. The envision® low airloss therapy surface helps prevent and treat stage iii and IV pressure ulcers in patients who weigh between 70 lb and 400 lb (32 kg and 181 kg) and are between 150 cm to 193 cm in height. The device IFU states, when the unit is first set up on the bed, hill-rom (baxter technician) configures the unit for the specific bed frame. If one of the items below occurs, the service required: mattress is not properly configured to the frame notification shows. The unit is unplugged from its power source or has been without power for 24 hours; the unit was removed from the bed. The notification appears on the device¿s graphical screen instructing the user not to place the patient on the bed and to contact hillrom (baxter) for service. The inspection of the bed by a baxter service technician found the envision blower surface device to be working as designed. The inspection noted that the caregiver did not know how to power on the blower surface device. The technician provided an impromptu in-service on how to power on the device as well as how to configure the surface to the associated frame. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the envision blower surface. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Pressure ulcers covered with slough or eschar are unstageable by definition. The base of the ulcer needs to be visible in order to properly stage the ulcer, as slough and eschar do not form on stage 1 or stage 2 pressure ulcers, the ulcer will reveal itself as either a stage 3 or stage 4 pressure ulcer. A deep tissue pressure injury is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. A stage 3 pressure injury is defined as full-thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full-thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage 4 pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. In this event, the patient was reported to have an unstageable sacral pressure injury in which santyl ointment was applied to perform chemical debridement due to the patient¿s advanced age. Based on the details provided, the chemical debridement was provided to preclude permanent impairment of a body structure or body function, which concludes a serious injury occurred. The exact causality of the patient¿s unstageable pressure injury is unknown, however, it can be attributed to use error, the failure of the caregiver to power on the device, and ensure the surface was configured to the appropriate frame. Prevention of this type of event is outlined in the device instructions for use. Furthermore, the inspection performed by baxter ruled out a device malfunction.